Event description:
Underinfusion. Pt's age, gender, weight, medical condition, and drug administered are unk. No pt injury reported. The care area was med/surgery. Type of therapy was continuous. Date and time of occurrence was (B)(6) 2011 at approx 12pm-3pm. Nurse was setting up infusion. System errors occurred when trying to start however medication did not delivery. Pump did not run. Pump was removed from the floor and returned to the biomed for evaluation.

Manufacturer narrative:
The device evaluation is underway. A follow-up report will be submitted after the evaluation is complete.